Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during roux en y gastric bypass, the device had an incomplete staple line at distal. They cut the unfired material off of the stomach and fired another reload. No injury as a result of the event.